Event description:
It was reported, the pt's device was turning off for no reason. The pt then used the pt programmer to turn the device back on. The pt was instructed to keep a log of these events.

Manufacturer narrative:
(B)(4).